Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 281, 248 and 303 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The customer stated he has not had any changes in his diet or exercise. The customer stated he takes his blood tests fasting. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the 5 results in the meter's memory.